Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. In addition, it¿s possible the cause is related to the dr board¿s (printed circuit board) op-amplifier circuitry being improperly designed, or the video connector not being connected properly. It was confirmed that the design change of the op-amplifier section of the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the white balance issue was unable to be reproduced. Evaluation did find the main switch was an old version; lint/dust accumulated on video connector pins; and a software update was needed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis exera iii video system center, had no white balance. The issue was found during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was no image with the 180 series scopes due to a faulty printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.